Manufacturer narrative:
This ipg model is associated with a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2012-00847. It was reported the patient (B)(6) is experiencing heating at the ipg pocket during recharging. It was recommended that the patient use a barrier between the charging system wand and the skin to help minimize any discomfort felt during recharging. This issue will continue to be monitored and further assessment is expected following the patient¿s next clinical appointment.